Event description:
Misuse of a transfer set. It was reported that the healthcare professional (hcp) was confused between the jejunostomy catheter and the peritoneal dialysis catheter (transfer set). During the patient's hospitalization, the hcp administered kayexalate via the patient's peritoneal catheter rather than the jejunostomy catheter. As a result of the reported incident, the patient received a surgical cleaning of peritoneum causing a prolonged hospitalization (dates unknown). The patient has recovered per baxter affiliate.